Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right ventricular (rv) lead exhibited intermittent oversensing of electromagnetic interference (emi) and possible lead noise resulted in pacing inhibition and noise reversion episodes. Further lead evaluation was suggested; no changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.